Event description:
Additional information received from surgeon that high impedance was caused by lead fracture. No additional information has been received to date.

Event description:
It was reported that patient has high lead impedance and low output current. Patient reported no recent traumas or falls. The patient has been referred for a lead revision. Device history records were reviewed for the generator and the lead and the devices both passed all functional specifications and quality tests and were sterilized prior to distribution. Implant card was received stating that patient's lead was revised. Explanted lead will be not be returned per hospital policy. No additional relevant information has been received to date.